Manufacturer narrative:
The insulin pump received no button response due to a flattened act button dome switch. No unexpected pump navigating on its own during testing. The device had a broken reservoir tube lip, scratched lcd window, scratched case, broken belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.